Event description:
It was reported that there were high thresholds and outputs in the atrial lead. During an in-office device check approximately two months later the manual thresholds were reported to be decreased and within normal range. The atrial output was reported to be decreased and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.